Manufacturer narrative:
Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. Klebsiella bacteria are usually found in human intestines where they do not cause infections. Most healthy people do not get kebsiella infections. However, people who are hospitalized and receiving treatment for other conditions may be susceptible to these infections. Klebsiella bacteria are usually spread through person-to-person contact. In healthcare settings, people who require extended courses of antibiotics and patients who require intubation or intravenous access/medications are at an increased risk for klebsiella infections. (Https://rarediseases.info.nih.gov/diseases/10085/klebsiella-infection) in this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicate the source of infection was klebsiella (often found in the mouth, skin and intestinal tract). Additional relative patient information was not provided, so the exact source/anatomical location that caused the klebsiella endocarditis is unknown. It is likely, however, that the klebsiella endocarditis was a hospital acquired infection. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(4) through the fast tavi clinical trial, 52 days post implant of a 29mm sapien 3 valve by tf approach in aortic position, endocarditis was suspected. The diagnosis was confirmed with emocuture+ (positive for klebsiella). Fever and echo images were suggestive of vegetation. The patient was treated with medication and the event resolved.

Event description:
As reported by our affiliates in italy through the fast tavi clinical trial, 52 days post implant of a 29mm sapien 3 valve by tf approach in aortic position, endocarditis was suspected. The diagnosis was confirmed with emocuture+ (positive for klebsiella). Fever and echo images were suggestive of vegetation. The patient was treated with medication and the event resolved.  The vegetation did not affected the bioprosthesis function. The first clinical sign was fever, then blood sample was taken which showed + klebsiella blood culture. Only a positive blood culture was found with no clinical evidence of the origin of the bacteremia.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.